Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the device was functioning per expectations but after a while it made a strange noise. The blade no longer advanced from the sheath. A second device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The returned trigger operated as intended throughout the evaluation and when tested with a known good main housing.